Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. Vascular access was obtained via the radial artery. The non-totally occluded, concentric, de novo target lesion with a bend of >=90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed with a 2.0mm x 12mm non-bsc balloon catheter, a 3.50mm x 24mm promus premier stent was implanted to treat the lesion. Subsequently, a 3.50mm x 12mm nc emerge® balloon catheter was advanced for post-dilatation and was inflated at 18 atmopheres for 4 seconds. However, after inflation, the balloon deflated slowly. It took an additional of 30 seconds for the balloon to fully dilate; after which, the device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. There was a significant amount of contrast in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. The device was soaked in a warm water bath as the significant amount of contrast was severely solidified in the inflation lumen and balloon. After being soaked for 5 days, functional testing using an inflation device was used to inflate the balloon to the rated burst pressure for 5 minutes. The balloon was then deflated well under 60 seconds, which is within specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. Vascular access was obtained via the radial artery. The non-totally occluded, concentric, de novo target lesion with a bend of greater than equal to 90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed with a 2.0mm x 12mm non-bsc balloon catheter, a 3.50mm x 24mm promus premier stent was implanted to treat the lesion. Subsequently, a 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation and was inflated at 18 atmospheres for 4 seconds. However, after inflation, the balloon deflated slowly. It took an additional of 30 seconds for the balloon to fully dilate; after which, the device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.